Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model 7707540j implantable port allegedly experienced break. This information is received from various sources. All malfunctions involved a patient with no patient consequences. Of the four patients, one was a 64 year old male weighing 73 kgs. All other patient information was not provided.

Manufacturer narrative:
H10: of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 3006260740-2020-00526. The lot number for all four malfunctions was not provided, therefore lot history reviews will not be performed. For three of the four malfunctions, three devices were returned for evaluation. However, photos have been provided for review for two malfunctions and one malfunction has x-ray images for review. The investigation for three reported malfunctions confirmed for catheter break and fracture. Material separation was confirmed for two malfunctions. Dent in material issue was confirmed for one malfunction. Material deformation due to compression and fluid leak issues are confirmed for another reported one malfunction. The investigation for the one device not returned is inconclusive for break as no objective evidence was provided. A definitive root cause could not be established. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The pro code for the x-port isp with groshong catheter products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for all five malfunctions was not provided, therefore lot history reviews will not be performed. Three of the five devices were returned for evaluation, as well as one photo was provided for review. Break was identified for all three malfunctions. The remaining two investigations will be inconclusive as no objective evidence was provided. A definitive root cause could not be established. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The pro code for the x-port isp with groshong catheter products is identified.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model 7707540j implantable port allegedly experienced break. This information is received from various sources. All malfunctions involved a patient with no patient consequences. Of the five patients, one was a (B)(6) year old male weighing (B)(6) kgs. All other patient information was not provided.

Manufacturer narrative:
H10: the lot number for all five malfunctions was not provided, therefore lot history reviews will not be performed. Three of the five devices were returned for evaluation, as well as two malfunctions provided photos and one provided x-ray images for review. Break was identified for all three returned devices. One investigation will be inconclusive as no objective evidence was provided. Of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 3006260740-2020-00526. A definitive root cause could not be established. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The pro code for the x-port isp with groshong catheter products is identified in d2. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates that model 7707540j implantable port allegedly experienced break. This information is received from various sources. All malfunctions involved a patient with no patient consequences. Of the five patients, one was a 64 year old male weighing 73 kgs. All other patient information was not provided.